Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose level 28 mmol/l. Customer reported issue with infusion set. It was unknown if insulin pump was on auto mode. Device will not be returned for analysis.